Event description:
It was reported to the manufacturer by the end user, per the end user, "patient has dementia and attempted to get out of bed the night before twice on (B)(6) 2018. The 2nd time family found him knees down on the floor". The patient did not sustain any injuries. Complaint# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.